Event description:
A vaxcel standard port was placed for therapeutic purposes in 2004. Four months later, it was reported the catheter fractured five centimeters distal to the locking mechanism. The fractured catheter piece migrated to the pt's right atrium and was successfully snared and removed. The port was not replaced at that time but was expected to be replaced at a later date.